Event description:
The affiliate co reported that the tip of the device had broken off during a gynecological procedure. When the hysterscope was removed to replace the electrode, damage to the scope was also noted. The hysterscope had a hole through the outer sheath and appeared to be damaged. There were no reported adverse consequences to the pt.